Event description:
A cypher stent was placed in the pda [posterior descending artery] in 2003. The pt was brought back to intervene on the mid rca [right coronary artery]. When the pictures were taken, the cypher stent was noted to be occluded.